Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that the device was displaying error 41622. Reported problem found in motor functional test. Cause of the device issue is faulty cam flex sensor and it was replaced the cam flex sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was displaying error 41622. There was no reported patient involvement.